Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they couldn't seem to connect to their ins to make an adjustment to their therapy settings. The patient stated it seemed like the ins might be at an angle rather than flat in their body like it used to be. The patient stated it used to be parallel to the skin. The patient stated it had been that was fora little while, probably months, but hadn't been able to specify further. Patient services asked the patient if they'd had any falls and they stated that they did have some falls but nothing that broke anything, though they stated they could have jarred it. Patient services reviewed to follow up with their managing health care provider (hcp) to alert them of the issue but walked the patient through connecting to see their settings and the patient was able to successfully connect and increase their stimulation. The troubleshooting steps that were taken on the call resolved the issue and the external devices were functioning as intended. The patient stated the therapy seemed to be working well for their symptoms but noted that every once in awhile they would have to go in and "up" the stimulation because it seemed like their body forgot how to respond to the therapy after some time of being on a specific setting. The therapy seemed to be working as intended at the time of the call and the patient stated they were so thankful for the device because it gave them more of a social life. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.